Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room due to low blood glucose levels, with a reading of 50 mg/dl. Troubleshooting could not be performed as the caller didn't have the insulin pump with her at the time of the call.